Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient experienced a perforation due to their right ventricle (rv) lead; implanted on (B)(6) 2019. Other than some pain, the patient did not experience any adverse events. The lead was explanted and replaced without any complications. The old device was discarded at the hospital.